Event description:
Healing cap could not be detached from dental implant. Implant needed to be removed. No new implant was placed during the same session.

Manufacturer narrative:
Healing cap could not be detached from dental implant. Implant needed to be removed. No new implant was placed during the same session. No product problem detected during product evaluation. User should have consulted IFU to prevent this from happen.

Event description:
Healing cap could not be detached from dental implant. Implant needed to be removed. No new implant was placed during the same session.